Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced differences between sensor glucose vs blood glucose. The customer reported no adverse event. The event involved product(s) mmt-7040a. Troubleshooting was performed. No further patient complications were reported. It was unknown whether the customer will continue to use the device or not. Mmt-7040a was requested and customer response was the device will be returned.

Manufacturer narrative:
Following our receipt one returned used partial sensor (needle did not return) and performed visual inspected and found sensor with contact pad damage (bent) causing electrical interruption in the sensor circuit. Unable to continue with functional testing due to sensor being damage. Also, unable to confirm needle anomaly due to customer return only sensor, missing needle. In summary, the customer complaint of sensor glucose vs. Blood glucose event could not be confirmed due to contact pad damage. Customer complaint needle anomaly could not be confirmed due to missing needle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.